Manufacturer narrative:
The insulin pump was received with scratches on the case, minor scratches on the lcd window, scratches on the reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised the display screen is hard to see, there are scratches all over the case and screen. Troubleshooting for cosmetic damage was performed. Customer advised there was a lot of wear and tear on the insulin pump. Customer advised the insulin pump was bumped into another object. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.